Event description:
It was reported that when the patient turned his implantable neurostimulator on in the morning that he received a 5-10 second shock in his right arm. It was noted that the patient did turn his stimulator off each night and on again every morning. Follow up information indicated that the patient still had concerns with their device/therapy but was working with their physician to resolve the issue. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3387s-40 lot# v711631 implanted: (B)(6) 2011 explanted: unk; lead model 3387s-40 lot# v779188 implanted: (B)(6) 2011 explanted: unk; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; extension model 37085-60 serial# (B)(4) implanted: (B)(6) 2011 explanted: unk; programmer model 37642 serial# (B)(4).

Event description:
Additional information received noted that the patient was turning stimulation back on after off at night. There was normal paresthesia when activating stimulator. No intervention was performed.